Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one resolute onyx rx coronary drug eluting stent was used to treat a moderately tortuous and severely calcified lesion with 95% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the procedure. The device was post dilated. It was reported that after the device was implanted in the lesion at 12 atm the device was unable to be removed from the non-medtronic guide wire. The patient is reported to be alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system returned deflated. The guidewire did not return for evaluation. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. The guidewire was reinserted, and the delivery system was inflated to 12 atm. It was not possible to remove the guidewire when the delivery system was inflated. The delivery system was deflated, and the guidewire was then removed with no resistance noted. Slight deformation was evident to the distal tip. Resistance was noted when loading a 0.015 inch mandrel through the inner lumen possibly due to slight collapsing of the guidewire lumen in places. There was no damage evident to the distal shaft. No damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.